Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was isolated to open +5v, -5v, and main batt wires in the trunk cable. The trunk cable showed signs of physical abuse by being cut. The root cause for the open wires was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable).